Event description:
It was reported that during a breast biopsy procedure, after the breast biopsy, the doctor indicated that it was difficult to deploy the device. When she pulled it back outside the breast, she saw the marker was there in the aperture and the tip was bent. She took off the marker from the probe and used another marker to finalize the biopsy. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Clear tip sheared at distal tip. Evaluation summary: the analysis results of the mam3001 found that the tip of the introducer tube was received sheared off at the distal end and the piece was missing. See attached pictures. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the pt breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the pt breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.